Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar allegation, a constant downstream occlusion alarm. Evaluation determined the cause to be failing force sensor. The force sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported device will not auto restart after downstream occlusion, which was reproduced during evaluation. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not auto restart after a downstream occlusion. There was no patient involvement. No additional information is available.